Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an unknown procedure performed at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an unknown procedure performed on (B)(6), 2024. The anatomy location is unknown. During the procedure, the clip misdeployed. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.